Manufacturer narrative:
Device manufacturing date not present in the available resources. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg)'s screen was damaged. The epg has been returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: device liquid crystal display (lcd) was confirmed to be out of electrical specification. Display and battery wires were found to be pinched. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.